Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer measured 8 cm. The patient was seen for kidney issues and had a non-contrast CT scan that showed a distal attachment failure (type ib endoleak). It was noted that the patient has malignant hypertension and seems not to be very compliant with the treatment course. The patient received treatment and a valiant device was implanted from just below the subclavian artery into the original 32/32/100 device, and then a 42/42/100 valiant stent graft was implanted distally as well and 6 aptus screws in the 42 mm device. The 42 mm device was placed as close as possible to the celiac artery. The final angiogram demonstrated no distal endoleak. Per the physician, the cause of the distal type I endoleak was due to disease progression. The distal thoracic aorta measured 35 mm at the time of the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of a single post-implant x-ray revealed that the patient had a single talent thoracic device implanted within the descending thoracic aorta. Several cta¿s and angio's post-implant confirmed that there was a distal type I endoleak seen from the talent thoracic device. The patient was treated by implanting a valiant device proximal to the talent, and extending the talent distally with another valiant stent graft. The distal valiant was also seen anchored to the thoracic aorta with several aptus screws; resolving the endoleak. Precise measurements could not be taken and earlier post-implant films were not available for review; therefore, the exact cause of the endoleak could not be determined. However, it is likely that the distal type I endoleak was due to disease progression.

Manufacturer narrative:
(B)(4).